Manufacturer narrative:
The 8mm maryland bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument was found to have an unknown damage. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed-up with site's clinical sales representative (csr) and gathered the following information: there was no thermal damage or bent tips to be observed on reported instrument. There was no material missing or detached from the portion of the device that enters the patient¿s body. There were broken, frayed or loose cables.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have damaged grip cable at proximal end. The instrument also had a loose grip cable at the yaw pulley. Additional observation : a segment of the conductor wire was dislodged and was sticking out from the distal clevis of instrument. The wire insulation was not damaged and the instrument passed an electrical continuity test. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.